Event description:
It was reported that a pt fell off the stretcher. Allegedly, the siderail was not latched in the upright position. According to the risk mgr at the user facility, the pt was unattended at the time of the alleged incident. The pt expired after this alleged incident. According to the risk mgr, it cannot be determined if the death is due to the fall or the pt's pre-existing condition. Reportedly, the medical examiner's report will not be available for several weeks.